Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that the returned helical blade coupling screw was received in two pieces with the head of the coupling screw separated from the shaft. Heavy hammer marks were on the head portion of the instrument. Product drawings at time of manufacture, shaft helical blade coupling screw; cap helical blade coupling screw) were reviewed during this evaluation. No drawing discrepancies were identified. The damage to the instrument is typical as the instrument is hammered repeatedly in order to insert the coupling screw. Often it can be hammered off angle, causing the head to break. This breakage can also occur if the coupling screw is hammered while slightly loose. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the inserter was stuck in the implant. The repair technician reported the alignment screw was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a trochanteric fixation nail (tfn) was being put in a patient on (B)(6) 2014. As the helical blade was being inserted through the tfn nail, the end of the helical blade coupling screw broke off resulting in the helical blade inserter being stuck on the implant. The surgeon had use necessary force to remove the inserter which resulted in breaking the helical blade inserter to get it removed. Delay in surgery was 10-15 minutes. Remaining parts of the coupling screw and inserter were removed and the rest of the procedure was completed successfully. This is 2 of 2 reports for (B)(4). There are 2 parts to this complaint.

Manufacturer narrative:
The part was received; an evaluation is currently in progress. Lot #6319460 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-feb-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.